Manufacturer narrative:
Intervention required. Evaluation, results: graft moved proximally. Conclusion: graft moved proximally.

Event description:
An aneurx graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The iliac arteries were moderately tortuous. It was reported that, as the sent graft was being deployed, the graft moved proximally about 1 cm from the intended landing area. The physician elected to implant an additional iliac extension to extend the stent graft down to the level of the hypogastric artery. No additional clinical sequelae were reported, and the pt is fine.